Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to MFR report # 3005099803-2009-03185 for the other associated device info. It was reported to boston scientific corp that a tandem xl ercp cannula and a hydra jagwire guidewire were used during a stent placement procedure performed on (B) (6) 2009 (B) (6). According to the complainant, while attempting to access the cystic duct, the ptfe coating of the jagwire detached into the cannula which made it impossible to advance the device. No coating detached in the pt as the fragments remained encapsulated in the cannula. The cannula and guidewire were removed. The procedure was completed with another tandem cannula and jagwire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. The site later indicated that no device damage was visible at preparation. Also, no resistance was encountered when the guidewire was initially advanced.

Manufacturer narrative:
The device has been rec'd from analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).